Event description:
Service center when out to customer's home to perform seatlift recall on their rascal unit. When service went to remove the screws, he found the screws were already broken in seatlift. Replacement seatlift was sent to service center which he installed on customer's unit. Electric mobility corporation failed to report this malfunction in 30 days.